Manufacturer narrative:
Corrected: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft of the delivery catheter was spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator, the slitter was not returned. Slitting did not start on the centerline on the hub of the delivery catheter. Slitting had terminated at 0.2 cm and restarted off of the centerline on the hub of the delivery catheter. Slitting had terminated at 9.5 cm on the shaft of the delivery catheter. The shaft of the delivery catheter was kink/buckled at 46 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, an attempt was made to place the lead using a catheter. The first attempt with the first catheter, had a suspected hemostasis valve fixation failure. Upon careful examination of the catheter, it was believed that due to unsuccessful slitting, the hemostasis valve was found wrapped around the lead. The hemostasis valve may have come off duringthe usual slitting and have caught inside causing the slitting to fail. The second attempt to place the lead was made using a different catheter. The second catheter had a slitting failure potentially caused by an internal kink. Subsequently, a different model lead was used and the procedure was successfully completed. No patient complications have been reported as a result of this event.